Manufacturer narrative:
The pump user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 80 units and remained static. Reportedly, the cartridge was filled with approximately 269 units of insulin. Customer uses cold insulin to load cartridges. Tandem technical support educated customer regarding insulin labeling instructions. Additionally, the customer experienced difficulty charging the pump with the wall adapter. Replacement wall adapter sent to customer. There was no reported impact to the customer¿s blood glucose. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.